Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to this right ventricular (rv) lead exhibiting high out of range pacing impedances. The health care professional (hcp) contacted technical services (ts) for further review. Ts reviewed daily threshold and impedance measurements trend report and confirmed rv lead pacing impedances to be over 2000 ohms. The presenting electrogram (egm) showed no noise and the device to be operating as programmed. Ts advised the patient be brought into the clinic for further lead integrity evaluation. At this time, no adverse patient effects were reported. This rv lead remains in service.